Event description:
Literature: cattle kr, douglas l, kiff es. Programming interstim for fecal incontinence. Colorectal dis; 11 (5): 485-8. Summary: this article presents retrospective data pulled from the database of a single center for thirty-eight patients implanted since 2004 with implantable neurostimulation to treat fecal incontinence. The study assessed the frequency each program was used, the length of time it was effective for, the number of months from implant to when a program was started, and the symptom severity scores prior to a change or no change in programming. Reportable event: there were six lead changes in four patients due to fractured leads. Two patients had one lead fractures. Additional information has been requested, but was not available as of the date of this report. Reference MFR report #2182207200906364.